Manufacturer narrative:
The device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data revealed the device was worn for 12 of the 14-day prescribed wear period. The hcp account was notified on day 9 that the device was approaching the asymptomatic transmission limit, and a replacement device was shipped. The device reached the asymptomatic maximum transmission limit and stopped transmitting asymptomatic events on day 10. Irhythm became aware of the arrhythmias while preparing the final report and notified the hcp on day 25. During notification, irhythm was informed that the patient had been admitted to hospice and remained there until the time of passing on day 55. There was no delay in care. The account¿s registered nurse (rn) stated that notification would not have changed the patient¿s outcome. The cause of death is unknown as the nurse was unable to access the patient¿s chart; however, it was noted that the patient had multiple chronic illnesses, including severe aortic stenosis in their chart. As described in product labeling, the zio at device has a maximum threshold of transmitting 100 patient triggers and 500 asymptomatic transmissions during wear. When a patient is approaching the limit for either transmission type, irhythm reaches out to the account to determine whether to send another at device to the patient. Patient-triggered symptomatic transmissions are still able to be transmitted beyond this limit by pressing the large central button located on the outer device housing. The transmission limit counter is reflected on daily reports available to the hcp and in the zio suite portal.

Event description:
The patient experienced arrhythmias that met medical doctor notification (mdn) requirements that were not transmitted during the wear period. The investigation confirmed the zio at reached the asymptomatic maximum transmission limit. The hcp account was notified that the device was approaching the asymptomatic transmission limit prior to reaching the limit, according to the standard process, and a replacement device was shipped. Additional follow-up was performed with the account, and irhythm learned that the patient had expired in hospice. The cause of death is unknown.